Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that while attempting to monitor a patient, the device would shut itself off after approximately 3 seconds. There was no adverse effects to the patient due to the reported issue.

Event description:
A third party service agent contacted physio-control to report that while attempting to monitor a patient, the device would shut itself off after approximately 3 seconds. There was no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
The third party service agent evaluated the device and downloaded the device's electronic records. Physio-control reviewed the device's electronic records and verified the reported issue. It was observed that the battery pin in battery well #2 was physically pushed in and detached from its rubber mount, which caused the reported issue. The third party service agent replaced the rear case to resolve the reported issue. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
A third party service agent contacted physio-control to report that while attempting to monitor a patient, the device would shut itself off after approximately 3 seconds. There was no adverse effects to the patient due to the reported issue.